Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up several episodes of t-wave oversensing were seen. The patient did not receive therapy during the oversensing. Device programming changes were made to resolve the issue.